Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend instrument had sealing issues. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no patient harm. Customer did not provide any patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the issue. The instrument passed the self-test homing. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test. The energy delivery test was performed with various orientations of the grip tips and passed. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. No ceramic dots are missing. A review of the logs show no errors. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. System log review confirmed that the vessel sealer extend was used on (B)(6) 2022 on system (B)(4). This is a single use instrument. This complaint is being reported due to the following: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.